Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the prograsp forceps instrument tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported the tip of the instrument broke during a robotic hernia repair while moving the instrument out of the trocar. There were no fragments that fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken. Pieces of fragments were not returned with the instrument. Additionally, the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed, and the following additional information was provided: it looked like the main tube was broken and the proximal clevis was dislodged from its normal position.